Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 2030-6530-1 6.5, cancellous bone screw 30mm, lot code: mnp7vd. Cat. No.: 2030-6520-1 6.5, cancellous bone screw 20mm, lot code: mnn1h5. Cat. No.: 502-03-56e, primary tritanium hemi cluster hole cup 56mm, lot code: mnlpaj. Cat. No.: 6052-1140s, secur-fit max 127 #11, lot code: mnhl65. Cat. No.: 8-3600, delta c-taper head 36mm +0, lot code: 48098301. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Patient's hip was revised due to groin pain.

Manufacturer narrative:
An event regarding pain involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation could not be performed as no items were returned. -medical records received and evaluation: insufficient information was received for a clinical review. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusion; the exact cause of the event could not be determined because insufficient information was provided. Further information, including return of device, operative reports, x-rays, patient history, progress notes is needed to fully investigate the event. If further information and/or device become available, this investigation will be re-opened. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
Patient's hip was revised due to groin pain.